Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient with diaphragmatic stimulation presented in the emergency room, device was found to be in backup vvi mode. A device download was performed successfully. The patient was stable and will continue to be monitored.